Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the button/keypad audio bolus button on the pump was under-responsive. Reportedly, the audio bolus button was torn/punctured. It was noted that there was evidence of moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: during investigation, the audio bolus button cover was found to be torn. The complaint of an under-responsive audio bolus button was not duplicated. During testing, the audio bolus button responded appropriately to button presses. A visual inspection of the pump showed no evidence of moisture in the battery compartment. A leak test was performed and revealed a leak in the battery compartment. The pump case was removed and no evidence of contamination or damage was observed inside the pump or to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.